Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The emergency treatment procedure was completed as planned after a restart of the system. A philips field service engineer (fse) visited the site and confirmed the reported issue regarding the intermittently c-arm geometry movements failure. The fse checked the logfile and found that the automatic motion control (amc) was malfunctioning. The fse solved the issue by replacing the amc. After the replacement of the amc and performing the related calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.